Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small felxnav delivery system. The patient had a poor femoral anatomy. During procedure, they went in with the device and met resistance and used a 14f non-abbott sheath. The fluoroscopic check looked good, went up and over the arch but, the valve looked asymmetric. There was no issues noted on the first navitor valve. They took the valve out and decided to load a new 23mm navitor vision valve and new small felxnav delivery system. The valve went back up with ease and deployed one and done. When they took the system out there was a dissection in the external iliac was noted and a self-expanding non-covered stent was placed. There was no delay in the procedure. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small felxnav delivery system. The patient had a poor femoral anatomy. During procedure, they went in with the device and met resistance and used a 14f non-abbott sheath. The fluoroscopic check looked good, went up and over the arch but, the valve looked asymmetric. There was no issues noted on the first navitor valve. They took the valve out and decided to load a new 23mm navitor vision valve and new small felxnav delivery system. The valve went back up with ease and deployed one and done. When they took the system out there was a dissection in the external iliac was noted and a self-expanding non-covered stent was placed. The physician said the cause of the dissection was not due to the device but diseased vascular anatomy of the patient. There was no delay in the procedure. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve underexpansion appears to be related to procedural conditions (resistance during advancement). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.